Event description:
Info rec'd indicates the bed is alarming due to corrosion/fluid ingress onto the right siderail caregiver circuit board.

Manufacturer narrative:
The technician replaced the right siderail caregiver circuit and siderail gasket to repair the bed.